Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. - instrument channel: escherichia coli, citrobacter freundii, stenotrophomonas maltophilia, ochrobacterium intermedium escherichia coli, klebsiella pneumoniae the subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked and found that there was no kink, dirt and adhesion of foreign material inside the channel of the subject device from the distal endo to the suction connector, also there was no significant dirt and/or adhesion of foreign material on the instrument channel port and around the suction cylinder and the air/water cylinder. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has been returned to omsc. In the evaluation of omsc the following was confirmed; lg lens cracked. Decrease in bending angle. Angle play. Bending section rubber adhesive chip. Scratches on the insertion section. Immersion to electric connector. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.